Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2009 to treat pelvic organ prolapse, enterocele and incontinence with concurrent vaginal repair of enterocele. It was also reported that patient underwent another procedure on (B)(6) 2009 and bard collagen complex was implanted for stress urinary incontinence. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 due to pelvic organ prolapse, enterocele and incontinence, concurrently with a vaginal repair of enterocele and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that patient had a surgical procedure on (B)(6) 2009 and had a bard collagen complex for stress urinary incontinence by implanting surgeon. No additional information was provided. (B)(4).